Event description:
It was reported that while the physician was handling the fiber, the physician was burned. Boston scientific has been unable to obtain additional information to date despite good faith efforts.

Manufacturer narrative:
B5 describe event or problem: updated based on additional information received on 5mar2025. H6 impact codes (1): updated based on additional information received on 5mar2025.

Event description:
It was reported that, while the physician was handling the fiber, the physician was burned. There was no patient involved.